Event description:
The customer reported that following a ptca/stent procedure in 2001, a vasoseal es was deployed. Following deployment the patient became hypotensive and complained of abdomen pain. The patient was diagnosed with a palpable retroperitoneal bleed. The patient was taken to surgery for repair of the right femoral artery puncture site and a pseudoaneurysm. The operative findings noted a single puncture site on the medial arterial wall in the mid common femoral artery. The patient was hemodynamically stable following surgery. No further complications were reported.